Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during cleaning and sanitizing, the subject device had an image anomaly. No patient harm reported.